Event description:
During solicited call to the pt, pt mentioned that her one pump (sn # (B)(4)) has been displaying a code. She wasn't home to confirm the code but believes it said code 13 or code 18. It will not let her use the pump. Pt switched to her back up pump with no issues and has not missed any doses of medication. No further info available. Indication: secondary pulmonary arterial hypertension. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.